Event description:
A malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. As corrective actions, the customer was instructed to use multiple daily injections (mdi) as a backup therapy while the faulty pump was scheduled for replacement.